Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device developed a cracked screen and the left side became nonfunctional, which prevented unlocking the device and viewing alerts, although glucose values displayed and insulin delivery continued. Symptoms included no reported adverse clinical effects. Outcomes included no impact to blood glucose and no medical intervention. Investigation included remote assessment and user verification of the device condition and functionality, followed by arrangement for a replacement and instructions for data sync, shutdown, and return. Investigation of this case revealed physical damage to the device¿s display and user interface area, consistent with a broken or cracked screen and associated loss of touch responsiveness on one side. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact or stress.